Manufacturer narrative:
The pacemaker and the associated lead were not returned for analysis. The analysis is therefore based on the returned device data, as well as the inspection of the quality documents associated with the manufacture of these particular devices. The manufacturing process for these devices was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process which may be related to the clinical observation. Available device data were analyzed thoroughly. The data documented right ventricular unipolar lead failures, detected on july 21 and july 22, 2021. Associated iegms showed noise in the ventricular channel. Furthermore, the rv threshold trend documented fluctuating thresholds between 1.1v and 2.3v. The root cause for the clinical observation was not determinable with certainty, however, the ventricular lead integrity cannot be assured. It was reported that the lead and pacemaker were replaced. Should additional relevant information or the devices become available, the investigation will be updated.

Event description:
After an implantation period of approx. 149 months, pacing inhibition due to myopotentials signals was observed. The lead was capped.